Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that unknown number of wafers from an unknown number of market units with unknown lot numbers had an off-centered starter hole. The end user had worn these wafers and had experienced leakage along with reduced wear time. She also experienced some redness around stoma which she felt was due to the hole being off centered. This had since resolved and skin was normal. No photo is available at this time.